Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 23mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck meassured 165mm. The pt's pre-existing co-morbidities were coronary artery disease and morbid obesity. It is reported that the pt had small iliac arteries and the left external iliac artery ruptured during the attempt to insert the bifurcated stent graft, the physician was able to obtain control of the bleeding with an angioplasty balloon and open surgical repair was performed. The pt's post-operative status is unknown.